Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown acetabular cup. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Doctor described the trunion of an accolade stem as being corroded during a hip revision. The corrosion on trunion was noticed during hip revision after the femoral head was removed. Doctor requested a titanium sleeve to place over the trunion and an appropriate head (c-taper). No further medical information, records, x-rays etc. Will be provided by this hospital. Update: sales representative advised reason for revision was acetabular cup loosening. Surgeon noticed corrosion on trunnion when head was removed and a sleeve and new head was put on. Surgeon revised cup, liner and head. Stem remained implanted and was sleeved during this revision.